Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that information was received from latitude remote monitoring that this implantable cardioverter defibrillator (ICD) recorded a high pacing impedance measurement for the non-boston scientific right ventricular (rv) lead. The cause of the high rv pacing impedance measurement is unknown at this time. The device and lead were explanted seven days later. An email was sent to the boston scientific sales representative in an attempt to obtain additional information. No adverse patient effects as a result of the explant procedure were reported.